Event description:
It was reported that the bronchovideoscope had parts fall off from the distal end including the autoclavable rubber. The issue was found during an unknown event. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that they were unable to complete the leak test due to the autoclavable rubber glue cover blew up. Non-olympus parts were found including the light guide and objective lens and the bending section and insertion tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event occurred because the a rubber adhesive part was more easily damaged than the genuine scope. The event can be detected/prevented by following the instructions for use which state: operation manual_ important information ¿ please read before use_ prohibition of improper repair and modification. This instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner. Olympus will continue to monitor field performance for this device.